Event description:
The yellow timeout sheet has some type of grease stain on it.

Manufacturer narrative:
A complaint was received on (B)(6) 2023 reporting the yellow timeout sheet has some type of grease stain on it. The root cause for this event was unable to be determined. There are these areas which could have contributed to the grease being found on the timeout sheet: possible assembly slip lapse error, and possible that the label had been dropped by unknown source before it got to the manufacturing facility. The following corrective action has been taken by deroyal: manufacturing personnel were retrained on the work order process procedure acd.qlp.034, on defective components. Per work order process procedure acd.qlp.034, if at any time during the assembly process defective components are found, they shall be placed in the defective component bins placed on each line. At the end of the day, the defective components will be removed from the assembly area and placed in an area designated for defects. Production records were reviewed, and no issues were found. As a preventive action an inventory check of the timeout sheet was made by deroyal, a total of 80 of the 1260373 were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.